Event description:
A user facility clinical manager reported via email bain-a.v.(B)(4) on which a scrape was observed where the needle had been it was removed. The needle scratched the to of the fistula. The comment was mad that the needles feel more flimsy; a trail of blood comes out of the needle when the safety device is engaged. Great care must be taken to ensure the device does not come out the side of the safety device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).